Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was tiurned off due to some unknown issues. Attempts to ask for additional information were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained that the patient's device was intentionally deactivated as they were under hospice care. The patient later died, approximately one month later. There were no reported allegations that the death was related to product performance. The device has not been returned.